Manufacturer narrative:
The referenced report of previously reported gastrointestinal bleeding is captured under medwatch MFR report # 2916596-2018-00111. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was admitted to the hospital for suspected gastrointestinal bleeding. The patient presented with complaints of weakness and loss of balance resulting in repeated falls. The patient also reported occasional dark tarry stools, but denied any bright red blood per rectum at the time of the events. The patient was transfused with a total of 2 packed red blood cells. Given negative work-ups in the setting of prior gastrointestinal bleeding and sub-therapeutic inr, a gastroenterologist favored initial observation. The patient¿s hemoglobin subsequently stabilized in the low 8¿s g/dl and stools turned brown so no endoscopy was performed during this hospitalization. The patient received intravenous iron for four days and was transitioned from intravenous to oral proton pump inhibitor (ppi). The patient was started on subcutaneous (sq) octreotide and would continue on it as outpatient. The patient was discharged home on (B)(6) 2018 with a stable hemoglobin and hematocrit and no melena. No additional information was provided.